Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on february 28, 2007, that after a wallstent enteral endoprosthesis (patient age and gender unk) failed to deploy, it was noticed that "the wires at the distal end of the stent were protruding through the outer sheath of the delivery system". The procedure was completed using another 6559 enteral wallstent. There were no patient related complications.